Event description:
Promus premier (B)(6) registry. It was reported that unstable angina and restenosis occurred. In (B)(6) 2019, the patient presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 18mm long with a reference vessel diameter of 5.00mm. The lesion was treated with pre-dilatation and placement of 20 x 4.00mm promus premier stent. Following post-dilatation, residual stenosis was 0%. Seven days later, the patient was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6), the subject presented with unstable angina and was hospitalized on the same day for further evaluation and treatment. Angiography revealed 90% proximal stenosis in proximal lad which was treated with percutaneous intervention. Post intervention, residual stenosis was 0%. Six days post procedure, the event was considered to be recovered/resolved and the subject was discharged on the same day.